Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Visual examination of the returned product identified the tip of the inserter has fractured from the device. The inserter shows damage near the handle and the strike plate. The fractured piece was stuck inside of the stem and could not be removed. The stem shows damage on the taper. The complaint was confirmed based on the evaluation of the returned, fractured device. DHR was reviewed and no discrepancies related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that while implanting the stem the tip of the inserter broke off in the implant. The surgeon was unable to get the tip out of the stem, so that stem was removed another stem was used to complete the procedure. There was no harm or health consequences to the patient. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.